Event description:
Hematoma. The pt is a 45 y/o female who received 1 sheet of seprafilm on 4/22/97 following a surgery to remove scar tissue from the knee. Seprafilm was applied extracapsular to the knee joint. Approx 4-5 days (5/27/97) after surgery, the pt reported that she experienced pain, erethema and swelling at the knee which was diagnosed as a hematoma. A re-operation was performed and the clotted material washed out. The event resolved after this procedure. The reporter indicated that some of the blood clots appeared to be covered with an "orange, clear gel-like substance." Evaluation by a pathologist found the clotted material to be non-infectious and contained inflammatory cells. The reporter whether the event was related to seprafilm usage.